Event description:
It was reported that the shaft broke and rotawire stuck in the burr catheter. Vascular access was obtained via right femoral artery. The 90% stenosed, 32mm x 3.00-3.50mm, concentric, de novo (progressive) target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon, 1.50mm rotalink plus and rotawire were selected for use. During procedure, it was noted that the shaft broke into two when advancing the balloon into the lesion. Subsequently, heavy resistance was encountered when advancing the burr and rotawire got stuck in the burr catheter. The procedure was completed with a different device. There were no complications reported and the patient is stable.

Event description:
It was reported that the shaft broke and rotawire stuck in the burr catheter. Vascular access was obtained via right femoral artery. The 90% stenosed, 32mm x 3.00-3.50mm, concentric, de novo (progressive) target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon, 1.50mm rotalink plus and rotawire were selected for use. During procedure, it was noted that the shaft broke into two when advancing the balloon into the lesion. Subsequently, heavy resistance was encountered when advancing the burr and rotawire got stuck in the burr catheter. The procedure was completed with a different device. There were no complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device presented no damage or irregularities. The rotawire used in the procedure was not returned for analysis, so a test wire was used. The wire was inserted into the annulus of the burr and advanced the through the advancer with no resistance or issues. As the guide catheter used in the procedure was not returned for analysis, a test 6f mach1 guide catheter with a .070" diameter was used. The burr was inserted into the hub of the guide catheter and advanced through the guide catheter with no resistance or issues.